Event description:
It was reported that the patient had implantable cardioverter defibrillator interrogated. Upon interrogation, the right ventricular lead exhibited loss of sensing and capture. Fluoroscopy revealed cardiac perforation and the helix screw to be retracted and pulled back into the right ventricle. Repositioning was attempted, but the helix was unable to re-extend. The lead was extracted and replaced. The patient was asymptomatic before, during and after the procedure.